Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had reset, and was in safe state and also an elective replacement indicator was noted. It was reported the pump was in minimum rate mode. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturer's representative (rep). It was reported by the hcp that the pump was alarming due to low battery reset/safe state. No symptoms were reported. The hcp requested the code to shut off the pump to terminate the alarm. The patient would reportedly not be having the pump removed/replaced at that time. The rep had no additional information to report. No further complications were anticipated/reported

Manufacturer narrative:
Updated to reflect the patient's information received on (B)(6) 2018 : updated to reflect the patient's symptom information received on (B)(6) 2018: updated to reflect the date of the event : updated to reflect the information received on (B)(6) 2018: updated to reflect the pump information received on (B)(6) 2018: patient code (B)(6) replaced with (B)(6) to reflect the patient report that they experienced withdrawal : updated to reflect applicable recalls if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the consumer. It was reported that, prior to their pump being permanently shut off, the patient's pump kept shutting off and alarming. The patient also reported that they went through withdrawal when this occurred. The patient's healthcare provider (hcp), who was leaving for vacation, reportedly turned the pump back on and provided the patient with oral medication if it occurred again. The patient reported that the pump was fine until the day before the hcp returned from vacation when it went off again. The patient reported that the initial critical alarm was (B)(6) 2017. The patient inquired about pump removal, but noted that they did not have a doctor to remove the pump as their current pain management physician did not know that the patient had a pump. No further complications were reported.